Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the lips with 1 ml of juvéderm vollure¿ xc. Three months later, the patient reported "hard nodules palpated in the lips, and the product appeared to have shifted." Two weeks later, the patient was treated with aleve and hylenex. The event is ongoing.